Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving inappropriate therapy due to af with rvr. Review of the egm confirmed a likely svt rhythm. Programming changes were made. The patient experienced another shock for af but there has not been any issues since. No further information is available.

Event description:
New information received states the patient received another instance of shock therapy for atrial fibrillation with rapid ventricular response. The device had delivered the therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as ventricular tachycardia. Programming changes were made. No adverse consequences were detected.